Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's health care provider reported via phone call that the blood glucose was high and the patient was hospitalized. The customer reported that she received new insulin pump and experienced hyperglycemic events and was admitted to the hospital. Patient's blood glucose at time of incident was 675 mg/dl. Patient's current blood glucose was 675 mg/dl. The customer treated for blood glucose with bolus only. The customer reported that the blood glucose was high, they had nausea and blood glucose was not responding. Cause of hospitalization per doctor was diabetic ketoacidosis. The customer was treated with pen of insulin, and intravenously. The customer was wearing the insulin pump at time of hospitalization. Based on customer report they did not allege the insulin pump was under delivering. The customer reported that the infusion set was bent. The insulin pump will not be returned for analysis.